Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's wife reported that the customer was hospitalized for severe hypoglycemia. The patient's blood glucose at the time of incident was 9 mg/dl, and the insulin pump did not alert the customer to his low blood glucose. The customer's wife thought he was sleeping but checked his blood glucose anyway, and when she saw the low reading she was unable to wake him up so she called the paramedics. The customer was treated with an injection of glucagon, which brought his blood glucose up to 78 mg/dl. The customer's wife mentioned that the customer's blood glucose tends to fluxuate between highs and lows. The patient's doctor instructed him to discontinue use of the pump, and the wife now treats the patient with syrinces per health care provider's instructions. No products were returned or shipped.